Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed after el-connector (electrical connector) was confirmed. No definitive cause of no image could be identified. Olympus will continue to monitor field performance for this device.

Event description:
A nurse at the user facility reported that the ultrasound was working, but there was no image from the evis exera ii ultrasonic bronchofibervideoscope. There was no patient or user harm reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was confirmed that no image was displayed from the scope. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.